Event description:
On (B)(6) 2012, the customer contacted agfa to report, a radiologist had dictated a study and all of the dictation text was in impax, however, only the first two sentences were transferred to (B)(4)). The incomplete transfer of the patient report was not realized until two days after the event occurred. The patient did not suffer harm due to the missing report information, because the treating physicians were consulted at the onset of the incident and received all of the relevant information about the incident and the patient received adequate treatment at this time. After the event occurred and the patient treated, the radiologist dictated the study. It was not until two days later, the radiologist noticed, the patient report was missing information and the dictation text transfer was incomplete. The radiologist knew this because he/she was the one who dictated the study and knew what had occurred with the patient. The patient's report was complete and accurate in agfa impax, however, this site has another (B)(4) and the patient information in that ris was incomplete. The agfa healthcare ris is only used as a reporting gateway (agfa's ris is embedded in (B)(4) to enable speech recognition), then the report (body) is sent to the customer's main ris in this incident (B)(4). Even though there was no reported harm to the patient due to the missing report, there is a probability that serious injury could occur to other patients if the event were to recur. An incomplete ris report may be obvious to a reader; however, the missing information may not be obvious and may contain certain information that is critical to the successful outcome to a patient, therefore, this event is under investigation to determine root cause and corrective action. A supplemental report will be submitted at a later date.

Event description:
Agfa is submitting this supplemental report to provide the following: a summary of the root cause investigation results. The radiologist's dictation text is in agfa impax, but shows the text transfer as incomplete. Agfa has determined it is possible when bookmarks are deleted or moved within the study report, the report body content, when needed to be sent to the 3rd party (B)(4), is not between the beginning bookmarks and the end bookmarks as defined in (B)(4). Since bookmarks are not visible to the end user, a bookmark may be copied/cut/pasted to another location without the end user's knowledge of the occurrence. It is also possible that the report body content can be missing because the end user unknowingly entered the text outside the defined bookmarks. Agfa has not been able to reproduce this problem during its investigation and as a result, has not confirmed a software quality issue within the impax client that could move or delete bookmarks. Agfa is performing further investigation of the potential quality issue. What is being done to address the reported issue? Corrective action is underway to define the bookmarks in the template so they cannot be deleted or moved. The end user will be unable to type text outside the boundaries defined by the bookmarks. By placing the bookmarks in protected sections, only certain areas of the report are editable and the protected sections cannot be altered by the end user. Bookmarks can be protected by using the (B)(4) functionality of protected sections, but the current algorithm for protected sections is not covering all scenarios and protecting the text sections within the report. Agfa is working to implement a new algorithm which no longer uses the beginning and ending bookmarkers. The new algorithm will define the protected sections in the template by using the (B)(4) functionality to define them. The new templates will no longer contain hidden book markers, thus dynamically protecting applicable sections. The initial reporter in this event is (B)(6). The affected site's reporting gateway has been corrected and the report template modified so the deletion of beginning and ending bookmarks is not as accessible. The existing report template protection mechanism has been used for this modification and a modified template has been rolled out at the site. As an additional correction, the outbound interface at the site has been updated to check for specific start text in dictation. (B)(4).

Manufacturer narrative:
(B)(4).